Event description:
The facility's technician reported an infusion pump with an 810:04 failure code which occurred during priming for patient use. The technician stated that there have been no reports of any patient incident involving the pump since the last baxter service event. Additional contact information was requested but not provided.